Event description:
The device was used during an unknown procedure. It was reported by the rep a few staples come out but the stapler did not cut therefore it got jammed in the tissue. There was no pt consequence.